Event description:
It was reported that the patient experienced bradycardia. It was reported that the device was programmed on without discomfort and the patient is fine with the device on. It was later reported that the patient experienced asystole during the system diagnostic testing while in the initial implant surgery. It was reported that the patient was under general anesthesia at the time and atropine was used. The surgeon continued with the implant following the asystole and the device was programmed on at the end of surgery. It was reported that the patient does not have any abnormal vagal nerve anatomy and the device was functioning as intended. The vns stimulation is believed to be related to the asystole. It was reported that the patient does not have any pre-existing medical conditions, prior history or family history of cardiac events. Following the surgery, the patient has not presented with any symptoms suggesting an arrhythmia.